Event description:
Patient representative reported patient was ¿experiencing severe pain, inflammation in and around her breast tissue,¿ "received lab results confirming the presence of breast implant associated¿anaplastic large cell lymphoma (bia-alcl)¿ and ¿severe emotional distress, mental anguish¿ due to concern with the product. This record is for an unknown side. Device was explanted. No pathological markers or lab results confirming alcl provided.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "experiencing severe pain, inflammation in and around her breast tissue,¿ "received lab results confirming the presence of breast implant associated¿anaplastic large cell lymphoma (bia-alcl)¿ and ¿severe emotional distress, mental anguish¿ due to concern with the product."

Event description:
Patient representative reported patient was ¿experiencing severe pain, inflammation in and around her breast tissue,¿ "received lab results confirming the presence of breast implant associated¿anaplastic large cell lymphoma (bia-alcl)¿ and ¿severe emotional distress, mental anguish¿ due to concern with the product. This record is for an unknown side. Device was explanted. No pathological markers or lab results confirming alcl provided.